Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A definitve root cause for the reported event cannot be determined. A potential root cause is end user overtightening connection to PICC hub luer such that male stem broke off inside hub ID taper. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A physician reported an issue with a biostable PICC w/pasv. After an infusion, a piece of the infusion IV tubing broke off in the hub and was unable to be retrieved; therefore the PICC was removed and replaced. The patient did not experience any adverse effects or harm as a result of this incident. The end user believes that the issue was most likely caused by the IV tubing being removed incorrectly. The reported device is not available to be returned to the manufacturer for evaluation.